Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis of the photographs identified: red particle material on the shell and opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; broken shell, underweight, flat creases, wear abrasion, around 0-25% of the shell is missing. A microscopic analysis was performed which identified; broken shell with sharp edge where is localized stresses induced in anterior, a curved sharp opening on bladder. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - broken shell with sharp edge where is localized stresses induced assessed as surgical impact, - a sharp opening assessed as unidentified(tear) opening, - missing shell that is assessed as inconclusive.

Event description:
Healthcare professional reported a right side rupture. The device has been explanted.